Manufacturer narrative:
Physio-control evaluated the device and was able to verify the reported issue through an analysis of the electronic device logs downloaded from the device.  A conclusive cause of the reported issue could not be determined.  Proper device operation was observed through functional and performance testing and the device was returned to the customer for use.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device powered off by itself multiple times during a patient event. This occurred when monitoring the patient and when attempting to transmit patient data. The customer advised that there were no adverse effects to the patient as a result of the reported issue. The patient, a (B)(6) female did survive.